Event description:
It was reported that approx 10 minutes after the dialysis treatment was initiated, the arterial bloodline separated from the arterial port of the ash split catheter. The pt lost>100cc's of blood, but her vital signs and mental status remained stable. Two days after the blood loss the pt was admitted to the hosp chest pain and a low hemoglobin. The pt was transfused with 2 units of packed red blood cells while in the hosp. The current condition of the pt is good. The catheter was not removed or replaced.